Event description:
On (B)(6) 2012, at (B)(6) hospital, orlando, fl, for cardiohelp unit (B)(4). The customer reported that the unit displayed "low battery capacity" on the screen, even though 96% battery charge was displayed. The unit was not being used on a patient at the time. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the batteries involved were replaced and a battery calibration was performed. (B)(4).